Manufacturer narrative:
Analysis of the pump also revealed a failed lab dispense test above specification. The previously applied conclusion code remains applicable to the analysis having revealed shaft wear on gear number two. The conclusion code pertains to the analysis finding of the failed lab dispense test that was above specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed shaft wear on gear number two. The device code and the evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving a lioresal with concentration 2000 mcg/ml at a dose rate of 800.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that previously the patient¿s catheter was replaced in (B)(6) 2018 as it had a kink in it. Refer to MFR report 3004209178-2018-09881 regarding prior event. It was further reported that the patient¿s mother reported that the patient had episodes where some days the patient was really tight and spastic and then others was very flaccid. There were no known environmental/external/patient factors that may have led or contributed to the issue. The logs were ran intra-op and they checked the catheter and it had good cerebrospinal fluid flow. The elective replacement indicator (eri) regarding the pump was (B)(6) 2019. The pump was explanted and replaced. The pump was to be returned to the manufacturer to make sure it was functioning properly. The issue was resolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2019. It was noted that the heath care provider had no further information regarding the event. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.